Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been rec'd for eval. Add'l questions in regard to the incident have also been asked. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that a fragment of the device detached during use. This caused bleeding and the surgery time was extended by more than 30 mins. The fragment was retrieved from the pt cavity.